Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap extended life pd transfer set had particulate matter and was separated at the tubing and the patient connector. This was described as "foreign material (several spot marks) was found in the area where the transfer set and adapter can be connected¿. It was further reported that the patient connector was missing (separated) from the silicone tubing of the transfer set. This was identified in the hospital pd room¿before use¿ for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to f10/h6: medical device problem codes: a020602 added. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a returned with the patient luer adapter separated/missing from the tubing. The inside of the tubing contained markings indicating the patient luer adapter had been previously inserted. Spots were observed on the bushing tubing. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported conditions were verified. The cause of the separated/missing patient adapter could not be determined; however, the connection between the patient adapter and the tubing/bushing was a friction fit and not a solvent bond; therefore, a strong tug on the patient adaptor or tubing could cause the separation. The spots observed on the bushing tubing are consistent with iodine solution that would be used during setup per the instructions for use (IFU). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.